Event description:
Information received indicates the unit has a broken weld where the caster connects to the base frame.

Manufacturer narrative:
The account replaced the base frame to repair the bed.